Event description:
It was reported that the atrial lead had low impedance measurements and was undersensing. The pacing parameters were reprogrammed to vvi 40, the atrial lead sensitivity was adjusted and programmed rate logic was turned off. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6944 implantable defib lead, (B)(6) 2003. (B)(4).